Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred the 100% stenosed target lesion was located in a severely calcified unspecified vessel. A 15mm x 3.00mm nc quantum apex balloon dilatation catheter was used to predilate the target lesion. Upon the 2nd inflation, the balloon ruptured at rated burst pressure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.